Event description:
It was reported by the rep the device was used during laparoscopic anterior resection. It was reported the scrub nurse went to prepare the stapler but retracting the trocar, the knob came off. Another cdh was pulled to complete the case not determent to the pt. There was no consequence to the pt.